Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during an unknown procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the technician said that the snare would not cut at all. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.